Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo h meter, no trends were identified that would indicate any product related issues. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from their adc hospital blood glucose meter. Customer reported high readings of 162 mg/dl, 234 mg/dl, 232 mg/dl ,156 mg/dl and 210 mg/dl which were higher than a lab readings of 90 mg/dl, 138 mg/dl, 127 mg/dl, 75 mg/dl and 115 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from their adc hospital blood glucose meter. Customer reported high readings of 162 mg/dl, 234 mg/dl, 232 mg/dl ,156 mg/dl and 210 mg/dl which were higher than a lab readings of 90 mg/dl, 138 mg/dl, 127 mg/dl, 75 mg/dl and 115 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.